Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that when the patient presented for a follow-up, lead dislodgement was observed. The patient received inappropriate shocks for atrial fibrillation being oversensed by the lead. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition post-procedure.